Manufacturer narrative:
One device received, for investigation. Visual testing performed and found, rear housing damaged. Functional testing performed and found, the downstream occlusion sensor is defective. Service history review identified, the complaint was not related to a previous service of the device within the review period.

Event description:
It was stated, that the pump had broken feeder connection. There was no patient involvement.